Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that this event involved a female pt with a petite frame. The intra-aortic balloon (iab) was inserted via left femoral vein in 2008, in the operating room (or). Cardiac surgeon recognized that iab balloon was too large and initiated volume to be reduced to 30cc. Pt tolerated or well and was transported to intensive care unit post op with the use of an acat1+ balloon pump. It was not reported to ICU staff that this was a 40cc iab and it was not noticed that the acat1+ functioned very well. No alarms were issued. (The protocol at this site is the volume reduced iab is to pump full volume q1h x 5 minutes. It was not noticed by the staff this was a reduced iab volume, full volume pumping q1h did not occur). It was day four when the intensivist attempted to remove the balloon and was unable to remove it, believing it was due to entrapment. At this same time, the cardiac surgeon walked in and stated that she had requested volume reduction to 30cc for this pt. As a result, pt had loss of pulses to both feet. Iab was removed by the vascular surgeon in ICU. Pt returned to or for revascularization of both limbs. The pt tolerated the revascularization well and has continued to improve post op. Iab was removed from pt in 2008. The sales representative did remind the clinical educator that our helium drive line tubing is color coded to ensure this type of issue does not occur. The clinical educator will discuss this with the staff.